Event description:
After an estimated implantation period of approx. 61 months, it was reported that the pacing impedance was too high. The lead was explanted. No explant date was provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed that the insulation in the distal region was found damaged due to wear. However, this damage is not assumed to be the root cause of the reported high impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high lead impedance. In particular the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.